Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported the floppy drive does not work. The diskette does not save. The programmer was returned for repair. There was no patient involvement. The radio frequency programmer head was returned along with the programmer, and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #evaluation summary: the radio frequency (rf) programmer head was returned and analysis found that the cable had a cut in its jacket insulation. The rf head cable was replaced. No other anomalies were found. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).